Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. The technical support representative (tsr) contacted the patient to obtain and verify information; however was unable to reach her by telephone. The (B)(4) classified the complaint based on the information provided to customer service. The patient alleged that on an unspecified date in (B)(6) 2011, at 9:00 pm she obtained a normal bedtime blood glucose reading; specific reading was not provided. At 3:00 am the next morning, the patient experienced the symptoms of feeling paralyzed and urination and she felt low. The patient reported she received treatment, however she refused to provide any further details to the customer service representative. The patient managed her diabetes with insulin taken on a sliding scale. It would have been helpful to determine the blood glucose reading obtained at 9:00 pm, the patient's usual readings at that time of day, what if any insulin the patient took, if the patient's blood glucose level was tested while she was symptomatic, what the treatment was she received and her specific insulin regimen. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal blood glucose reading on the reported meter. Therefore this complaint is being reported.